Event description:
The customer reported that he experienced high and low blood glucose. The caller stated that he was using the recalled reservoirs when his blood glucose was over 500mg/dl twice. The caller stated that the paramedics were called due to his low blood glucose of 24mg/dl, and they gave him glucose tablets and insulin drip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.